Event description:
Complainant alleged that while attending to a pt the device prompted "attach pads" when the pads had already been applied. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.